Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: clinical outcomes of percutaneous transcatheter release of stuck mechanical mitral valve with cerebral embolic protection summarized patient outcomes/complications of clinical outcomes of percutaneous transcatheter release of stuck mechanical mitral valve with cerebral embolic protection were reported in a research article in a subject population with multiple co-morbidities including diabetes, systemic hypertension, smoking history, atrial fibrillation, coronary artery disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, prior stroke, prior transient ischemic attack, chronic obstructive pulmonary disease, and chronic kidney disease.. Some of the complications reported were unexpected medical intervention, hospitalization, stroke, stuck leaflets, regurgitation, thrombus, pannus these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "clinical outcomes of percutaneous transcatheter release of stuck mechanical mitral valve with cerebral embolic protection", was reviewed. The article presented a retrospective, single center study on the mid-term outcome of the percutaneous transcatheter release of stuck mechanical valve (petros) with cerebral embolic protection (cep). Mechanical valves included in this study were ats-ap, carbomedics, st. Jude/abbott, on-x, miltonia, ttk chitra, omnicarbon, and medtronic hall. The article concluded transcatheter release of the stuck mitral mechanical valve with cerebral embolic protection is an alternative therapy with promising mid-term outcomes where surgery or fibrinolysis is not possible or in failed fibrinolysis subsets. [The primary and corresponding author was vasu nandhakumar, institute of cardio-vascular diseases, the madras medical mission hospital, 4a, dr. J. Jayalalitha nagar, mogappair, chennai, tamil nadu 600037, india, with corresponding email nandhacard2013@gmail.com] the time frame of the study was from july 2020 to december 2023. A total of 24 patients were included in the study, of which 3 (12.5%) received an abbott device. The average age was 49.38 years and there was no majority gender (# males = 12 out of 24). The average weight was 62.54 kg. Comorbidities included diabetes, systemic hypertension, smoking history, atrial fibrillation, coronary artery disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, prior stroke, prior transient ischemic attack, chronic obstructive pulmonary disease, and chronic kidney disease.